Event description:
The devion involved in this MDR report could not be interregeted during routine follow up 31 months after implantation. Therefore, the device was explanted.

Manufacturer narrative:
July 19, 2006 this event concerns a device that was manufactured and used outside the united states. Unpon reception, the returned device could not be interrogated with the standard programmer; however, pacing pulses were delivered in the ventricular channel. The divice was opened to have direct access to internal comonents. In-depth investigation revealed that there was a short circuit due to metal migration on the corired substrate caused by a specific manufacturing process. No similar manufacturing process is used in currently manufactured symphony / rhaposdy pacemaker decvices. In addition, this device was listed in the first group in the safety advisory issued in 2006 related to metal migration on the potentially exposed symphony / rhapsody units.